Event description:
It was reported that at follow-up, an increased capture threshold was observed. The lead x-ray was inconclusive. The physician suspects microdislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.